Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection and functional testing with tap water was performed and observed leakage from the spike port cap at the base of the spike port. The reported issue was verified. The cause was inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva tpn bag was leaking from the spike port. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.